Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, which damaged connector j702 on the distribution node pca board and caused the reported service code 204. The root cause for the strained cable was excessive force on the trunk cable section. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.